Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: the ok keypad button was over responsive. The contrast, down arrow, and up arrow buttons were responsive. The ok button contact was cracked. No evidence of contamination was found under the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the ok keypad button was under responsive. This report is made based on results of investigation completed on 16-jan-2018.